Event description:
It was reported they are returning their unit for service. The unit is in need of ex upgrade. No futher information is available. No reported patient consequence.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the vso vacuum system to be replaced. The device was functionally tested, met all product requirements and returned to the customer.